Event description:
Medical staff reported a rupture as well as ¿lymphadenopathies of reactive appearance present in axillary region¿. Diagnosed by ultrasound. This relates to the left side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two openings observed on anterior side assessed as surgical damage, broken observed on posterior side assessed as unidentified (tear)opening (shell thickness was within specification) and missing shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: no additional information. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Medical staff reported a rupture as well as ¿lymphadenopathies of reactive appearance present in axillary region¿. Diagnosed by ultrasound. This relates to the left side. Device has been explanted and replaced with a non - allergan device.